Event description:
Spontaneous inbound call from patients doctor to report the patient needs a new device because the previous device is (B)(6) and does not work properly. No further information provided. No side effect reported. No missed dose reported. Patient has device on hand for return to the manufacturer. Was not able to add cayston to the drug report as system showed "error prescription has already been selected for another product". Reported to (B)(6) by health professional.